Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded multiple new cartridges to address the issue; however, the issue persisted. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.